Manufacturer narrative:
Device passed displacement test and self-test. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 found during testing. However, pump error 63 alarm confirmed in device history file due to a hardware error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were not able to clear the alarm. Customer stated that time clock advance and buttons now responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.